Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having issues with the sensors. Customer stated the readings was in the 50's mg/dl and then it goes into threshold suspend. Customer stated that blood glucose was 160 mg/dl yesterday and it went to threshold, in the morning her blood glucose was 263 mg/dl and sensor reading was 79 mg/dl. Troubleshooting was done. The customer was advised to refrain from calibrating when there is huge difference and explained to calibrate when the readings are closer together. No further information provided.